Event description:
Patient woke up at 6:00 a.m. On (B)(6) 2012, and his blood glucose was 29 mmol/l (522 mg/dl). The infusion device displayed an e2 battery depleted error at 6:37 a.m. He attempted to bolus 15.9 units at 6:58 a.m. And the infusion device continued to display an e2 battery depleted error. Patient reported the infusion device did not provide a w2 low battery warning. Patient's normal blood glucose is 5-8 mmol/l (90-144 mg/dl) and he has "very good control." He was admitted to the hospital with hyperglycemia and diabetic ketoacidosis and was released after 5 days. Patient believes the infusion device was not delivering insulin during the night. The alarm history was reviewed, and the last w2 low battery warning occurred on (B)(6) 2012. The following blood glucose readings were provided: 6.1 mmol/l (109.8 mg/dl) at 8:10 a.m. On (B)(6) 2012 and 10 mmol/l (180 mg/dl) at 10:00 a.m. On (B)(6) 2012. The following blood glucose readings were provided from the day of the event: 25.6 mmol/l (460.8 mg/dl) at 6:30 a.m., unknown reading from 6:36 a.m., 25.7 mmol/l (462.6 mg/dl) at 6:56 a.m., and 28.7 mmol/l (516.6 mg/dl) at 12:31 p.m. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.